Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4) was used as there was no appropriate code available.

Event description:
It was reported that there was no option for device cybersecurity update. Device interrogation was performed by various methods, like using different programmers, wands and interrogating with and without radio frequency (rf) antenna attached. However, there was no option to upgrade in the patient data menu. No patient symptoms reported.